Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results; was also concerned with results being erratic (customer was concerned with the readings being high and that is what made the customer run another back to back blood test). Husband is calling on behalf of the customer; customer was not present at the time of the call. The customer is concerned with test results from results obtained of 186, 163 and 213 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).